Event description:
Infant warmer ignited while unit was in the operating room pending delivery of the infant. The unit was in operation but infant was not in the bed.a manufacturer's representative came to the facility to replace parts on the damaged unit and will be replacing the heater elements on all units in our facility. The hospital's biomedical engineering department has replaced heating units on four other warmers at the facility in the past year, which they consider a high failure rate.